Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm +8.5 hip femoral head; pinnacle mtl ins neut 36idx50od hip acetabular liner; unknown hip acetabular cup; tri-lock bps sz 4 hi offset hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- patient was revised to address pain. High ion levels were also noted. Doi: (B)(6) 2009 - dor: (B)(6) 2011. Litigation alleges that the patient suffers from pain and weakness. Update: 5/20/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Dor: (B)(6) 2011 (right hip). Update 01 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what previously alleged ppf alleges metal wear and metallosis. Added stem on ip due to alleged elevated metal ions. Added account name, lawyer, law firm and dob. Updated doi. Doi: (B)(6) 2010 - dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.